Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the ventricular assist device (vad) patient was found deceased in the patient¿s apartment on (B)(6) 2025. No further information is known.

Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Product event summary: the ventricular assist device (vad) (B)(6) was not returned for evaluation. Controller (B)(6) was returned for evaluation. A review of the vad manufacturing documentation confirmed that the associated device met all requirements for release. A review of the controller device history records was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of (B)(6) revealed that the controller passed functional testing. Visual inspection of the returned controller revealed contamination within both power ports and a missing serial port cap. These are additional observations unrelated to the reported event, likely due to the handling of the device. An internal inspection of the returned devices did not reveal any abnormalities. Log file analysis associated with (B)(6) revealed six (6) critical battery alarms involving (B)(6) logged on (B)(6) 2025 starting at 03:43:41 and two (2) controller fault alarms were logged on (B)(6) 2025 at 04:23:59 and 04:24:08, which were due to the patient allowing the batteries to deplete below 10% rsoc. Analysis of the log files revealed that at the time of the first critical battery alarm no power source was connected to power port one (1) and (B)(6) was connected to power port two (2) with 9% rsoc. The battery (B)(6) then continued to deplete. A controller fault alarm will occur if the battery is approaching 0% rsoc. Log file analysis also revealed that the controller lost power at 04:20:55. The battery had been allowed to deplete completely, resulting in a loss of power to the controller. Controller (B)(6) is loaded with the alternate software for the vad start algorithm. The most likely root cause of the critical battery alarms, controller fault alarms, and loss of power to the controller can be attributed to the battery depleting to 0% rsoc. CAPA pr00551638 investigated controller losses of power. Even though this CAPA is now closed, (B)(6) falls in scope of this CAPA. Based on the available information, the device may have caused or contributed to the reported event. Of note, information provided by the site indicated that the patient's cause of death is unknown. Per the instructions for use, death is a known potential complication associated with the implantation of a vad. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional product: d1: heartware ventricular assist system ¿ controller d4: serial#: (B)(6) d9: yes, returned on 09-jul-2025 h3: yes h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that a controller was returned to the manufacturer. Manufacturer's analysis subsequently revealed an environ ment/usage/fracture problem identified.